Event description:
It was reported that the equipment was sent for repair because the green cable was defective. It was not noted if the issue occurred during a procedure. There were no adverse consequences to the patient. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - based on analysis results, this complaint is now determined to be an MDR malfunction. The unit was returned to the international service center. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. The rotational and translational cables were replaced to correct the issue. The encoder subassembly was also replaced along with the performing mechanical upgrades. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.